Manufacturer narrative:
(B)(4). The customer provided one image showing two PICC catheters. Leaking from the juncture hub was not able to be confirmed from the photo. The customer also returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed inside the skive holes. Initial analysis revealed that the catheter body extrusion adjacent to the juncture hub was stretched. Further functional testing (see below) revealed leakage from the juncture hub when flushing the proximal extension line. Based on the evidence, the stretching likely contributed to the leaking from the juncture. No other defects or anomalies were observed. The catheter body length from the juncture hub to the distal tip measured 54.4cm, which is not within the specification limits of 50.32cm-50.80cm per the catheter product drawing. The catheter body outer diameter (in an area not affected by stretching) measured 0.0705", which is within the specification limits of 0.0660"-0.07100" per the catheter extrusion product drawing. The catheter body outer diameter (in an area affected by stretching) measured 0.0455", which is below the specification limits of 0.0660"-0.07100" per the catheter extrusion product drawing. The catheter length and outer diameter measuring out of specification confirms that the catheter body is stretched. A lab inventory syringe filled with water was attached to the distal and proximal extension lines and flushed. No leaks were observed when flushing the distal line. Leakage was observed from the juncture hub when flushing the proximal line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a leaking juncture hub was confirmed through complaint investigation of the returned sample. Visual and dimensional analysis revealed evidence of stretching on the catheter extrusion adjacent to the juncture hub. Further functional testing confirmed leakage from the juncture hub when flushing the proximal extension line. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, undue force applied by the customer during use likely contributed to the stretching and subsequent leaking from the juncture hub. Therefore, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "leaking at the y junction via white lumen." The device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "leaking at the y junction via white lumen." The device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".